Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The patient indicated an intent to follow up for further assistance at a later time in a quieter setting. No additional corrective actions were noted at this time. Ultimately, the patient changed the infusion set and cartridge and resumed insulin.